Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 , a loss of connection between the transmitter and receiver occurred. No additional patient or event information is available. No product or data was provided for evaluation. The complaint confirmation of a loss of connection could not be determined. A root cause could not be determined.

Manufacturer narrative:
Com (B)(4).

Event description:
The receiver was returned for evaluation. The following were performed and passed: external visual inspection, receiver charge and boot, final functional test, pairing test, usb test, pairing/calibration/performance/range test. The data file was reviewed and the reported allegation was confirmed. The complaint could not be reproduced with the returned device. The probable cause could not be determined post investigation.